Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be extended, and retracted, and turns within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the atrial lead was positioned without difficulty. The helix was then attempted to be affixed to the heart. On fluoroscopy, after 12 turns the helix did not appear to move. The lead was removed to examine it for tissue on the end of the lead/helix, with none visible. The helix was then attempted to be extended outside of the body, whereupon it did not extend at all. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.